Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified treatment for the diagnosis of hypoglycemia. No further information was provided.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number.  Therefore, section d4 was updated to unk.

Event description:
A customer received a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who provided unspecified treatment for the diagnosis of hypoglycemia. No further information was provided.